Event description:
It was further reported that the cause was the thoracic MRI the patient had performed to check the placement of the catheter tip. No telemetry was available that showed the stall. The date of the stall was (B)(6) 2013. The next refill was on (B)(6) 2013. The pump recovered in approximately fifteen minutes. There was no further information.

Event description:
It was reported that the every time during a refill, the patient¿s pump had a volume discrepancy, one of the specification provided was instead 1.5 being the expected reservoir volume they got 5.8 and it was consistently within that range (although within specifications). Healthcare provider questioned if the pump was working intermittently or slowing down because, this was consistently slow. It was added that patient had had three episodes where she had had a significant flare in her pain and felt like she was going through withdrawals, like severe agitation. She was taking oral medications that helped, oral opiates to counter that pain and the withdrawal-like symptoms, severe increase in back pain which the pump typically covered and managed fairly well and kept things stable. Pump logs had no evidence of any motor stalls. It was added that the managing physician felt that this pumps running slow and thought that since it¿s consistent, that might be how this pump operates but the three acute episodes where patient head experienced ¿horrific¿ symptoms. There were no activities that were new, or any kind of trauma that could've aggravated anything. It was stated that the last time when they filled her pump around 3:30 and then by ten o'clock that night she had severe pain, and per hcp the old drug was still in the catheter so that hadn't even filtered through, so they didn¿t know why. Patient was seen yesterday and reporter stated that they did a study to check the catheter, an MRI of the catheter to rule out a granuloma this morning. But the reporter didn¿t have any results as of the date of this report. Drug reported via the device was unknown. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; pouch model: 8590-1 lot# n277976, implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information revealed the patient was being followed for failed neck and back surgery syndrome, neuropathic and myofascial pain. She had a pump refill and within 12 hours, had acute onset of pain and withdrawal symptoms. The patient was seen by her hcp for the pump refill on (B)(6) 2013 at 1500 hours. By 2200 hours later that same day, the patient had "extreme agitation" and "constant low back pain that radiated down the anterior aspect of her legs and caused her toes to curl." This had happened in the past too. The pain resolved on its own. The patient temporarily used oral medications to help manage the pain. The pain medication, however, made her very sedated, and she had been asleep for "pretty much" the previous six days. She would wake up, intermittently from the pain. It was noted the patient was dehydrated and had limited her diet significantly. The patient was next seen by the hcp on (B)(6) 2013 for follow up to the acute exacerbation of pain as well as a pump refill. It was said her nausea had subsided, but her sleep was interrupted due to the pain. She slept six hours per night. On the date of this exam, the patient was noted to be in "mild distress" and appeared "fatigued." She had a "severe increase in tone throughout the paraspinals of the cervical spine, and a mildly increased tone throughout the paraspinals of the thoracic and lumbar spine. The logs were reviewed and no stalls were noted that were "not of which were expected, being that we had seen the stall occur and recover as a result of her previous fill, and that document of this interrogation prior to that." The hcp stated it was unknown why she was experiencing acute pain. At the previous appointment, her flex cycle was increased by 10%. The patient's husband was noted to have prescribed a benzodiazepine for the patient. The hcp said this would be addressed at the next visit as this was a violation of the opiate contract. The patient was seen by the hcp next on (B)(6) 2013 for follow up and a pump refill. Her sleep had continued to be interrupted due to pain. She continued to have the same symptoms noted at the (B)(6) 2013 appointment. It was noted the hcp spoke with the patient regarding the multiple controlled substance providers she had. On (B)(6) 2013, the patient had increased lower back pain at/around l2, low sacral/sciatic area, which radiated bilaterally down to her legs. She had decreased activity since the previous weekend. The levorphanol was increased and she had pain relief from this, but also became sleepy, groggy, and could not function. The patient was seen by the hcp next on (B)(6) 2013 for ongoing pain issues and a pump refill. The patient's pain was "okay" at this appointment. It was said the pump sometimes worked and her responses to the regimen varied. She felt vast improvement in her neck since having the screws removed. She expressed her pain has never gotten better since the oxycontin was discontinued. She felt the pump never worked well due to past discrepancies with how much medication was withdrawn from the pump. She stated she felt she intermittently went through withdrawal symptoms with severe agitation noted. She continued to have nausea, but reported the zofran was helping with that. The patient had an MRI and catheter dye study done. An MRI was done on (B)(6) 2013. The impression results indicated a normal kyphotic curved thoracic spine, and prior posterior fusion upper thoracic spine t1-4. There was multilevel degenerative spinal changes in disc spaces t1-l1. There was no evidence of granulation tissue. T7-8 demonstrated a small left paramedian disc protrusion. T9-10, t11-12, t12-l1 demonstrated a diffuse mild posterior annular bulge. Lastly, there was multilevel facet osteoarthritis seen as well. An x-ray was done on (B)(6) 2013 that showed the catheter tip at the level of t10. The hcp noted the MRI and catheter dye study showed "no issues." In (B)(6) 2013, the patient had a procedure; an injection for myelography, fluoroscopic examination with interpretation, and intrath ecal pump programming were done. The conclusion was noted the pump was functioning without fault. There were no defects seen in the catheter system. The patient had some itching in the recovery room. This was not a new problem, and was said to have resolved with benadryl. The pump logs were provided as well. The report confirmed the pump was last examined and refilled on (B)(6) 2013. The pump logs showed at this refill, the pump was used to deliver morphine, bupivicaine, and clonidine and dilaudid. The dilaudid was just added at this appointment. The previous pump refill occurred on (B)(6) 2013, and the pump's low reservoir alarm occurred.